Manufacturer narrative:
(B)(4). Date sent: 03/25/25. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - could you please provide the product codes for the stapler and reloads mentioned? Additional information was requested, and the following was obtained: - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient did fine. No changes to post operative care. Was dismissed within 24hrs. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was not happy with performance of the butress - slr. They thought it stapled onto itself and perhaps the tail of previous firing got caught in the sequential firing. It was further reported that they saw some unformed staples and staple lines were oozing a bit more than normal. They imbricated the staple line using sutures and also clipped to complete the procedure successfully with a delay of 20 minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/02/2025. Corrected data: h6: type of investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for the finished device ech60r with lot number tjcbzcs0; and no non-conformances were identified.